Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 5.3, lab: 1.6. Time between tests: 10 minutes. Therapeutic range: 2-3. Pt self-tester has arthritis in all fingers. Extreme difficulty obtaining sample; excessive "milking" after finger stick.

Manufacturer narrative:
The customer was milking the finger after the finger stick was performed and was unable to obtain sufficient blood sample. Squeezing the finger stick site excessively (milking) after the finger stick was performed may have released interstitial fluids into the blood sample. Be advised the drop of blood must be a minimum of 15 microliters to completely travel down the strip channels and initiate testing. Short sampling may lead to inaccurate inr results or testing errors. The customer's improper technique may have contributed to the observed inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter (inr) = 5.3, reference (inr) = 1.6, mean = 3.45, confidence limits = 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on the reported lot #305275. Results were as follows: a: date: (B)(6) 2013, donor: (B)(6), inratio: 2.4, inratio: 2.6, inratio: 2.3 reference: 2.32, bias threshold: 1.32-3.32, %cv: 6.28; b: (B)(6) 2013, (B)(6), 2.2, 2.2, 2.4, 2.26, 1.26-3.26, 5.09. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the prevision criteria. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). This issue will be subject to tracking and trending. Corrective action is not required at this time.